Event description:
As a result of wear in lifting mechanism the horizontal arm of the device moved down for approx 10 cm. No pt injuries are reported. Subsequently during service the arm descended another 10 cm. Subsequent investigation indicated that the maintenance procedure for the regular check on the lifting mechanism had not been performed as required by the maintenance instructions.